Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A hypotube break occurred at the proximal end of the device. The separated hypotube with attached hub displaying the catheter information was not returned to the cis (customer investigation site), therefore the unit serial number could not be recorded. A visual and tactile examination found multiple kinking along the length of the hypotube shaft. A hypotube break occurred. A visual and tactile examination of the extrusion profile found damage and kinking to the shaft and outer extrusion material. A visual examination of the stent found severe damage to the struts mid and proximally along the stent profile. Distal stent damage to the segments was also observed. The bumper tip of the device was damaged at the distal edge of the tip profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesions were located in the moderately tortuous left anterior descending and right coronary artery. After pre-dilation was performed, a 2.75x32mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion despite repeated attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break and stent damage.